Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The patient was treated with gentamycine injection (80 mg, frequency and route not reported), reflin injection (1gm, frequency and route not reported), and heparin injection (1000 unit in each bag, every 3 days) for peritonitis. The cause was unknown. At the time of the report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.